Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported that the insulin pump alarmed motor error. The customer stated that in the last few weeks, the motor error alarm occurred a few times. He also reported that the blood glucose readings were rising to about 250 mg/dl. The most recent blood glucose reading was 111 mg/dl. No significant events leading to the alarm were observed, and the customer did not know what triggered the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.